Event description:
It was reported that the patient presented for the revision of the right ventricular (rv) lead after inappropriate shocks were delivered. A device interrogation also revealed over-sensed noise, high pacing impedance, and elevated capture threshold. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2024. The patient was stable.